Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation, after inserting the intraocular lens (iol) into the capsular bag, vacuoles were observed inside the iol. It was not possible to replace the lens during the surgery as there was no suitable diopter available in the operating room. The patient had two company iols implanted, where the right eye (od) was without issues, but the left eye (os) showed vacuoles in the iol itself. The patient experienced shadows in the left eye the day after the surgery and a week later. Two weeks post-surgery, the patient did not mention whether they were still seeing shadows. Visual acuity (va) corrects to 1.0 (on a decimal scale) in both the left (os) and right (od) eyes. Since va is corrected to 100 percent, the question of replacing the iol in the left eye remains open. Gradual decrease in vision in both eyes over the course of 3 years, slowly progressing. Occasionally notes bulging of objects (likely due to cataracts). Reads with glasses 2.5. Additional information states that the current state of the eyes is calm. In the center of the iol, small droplets are visible against the backdrop of a fogged lens material, occupying 3/4 of the pupil area. A follow-up examination one month after surgery, will definitively determine the need for iol replacement it depend on the condition of the iol and the patient¿s quality of vision. Additional information states that the iol was explanted or replacement surgery was successful, with a final incision size of 2.4 mm. Both the doctor and the patient are satisfied with the outcome.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the patient code should have been f1903 instead of f24 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Photo review shown four slit lamp images were provided and reviewed associated with a report that the left eye (os) showed vacuoles in the intraocular lens (iol) itself. Two images are with retro-illumination showing numerous artifacts near the center of the lens, and two images are with direct illumination again showing numerous discreet artifacts where the location within the lens was not able to be discerned based on the imaging. A cause or association of this appearance with the complaint product was not able to be determined based on the images and further assessment would be necessary to accurately identify these findings and determine. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).